Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a power error and suspended during the rewind. The process was attempted 3 - 4 times. This occurred after a battery change. The blood glucose reading was 5 mmol/l. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. It was advised that the insulin pump would be replaced and the product will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. No unexpected power error alarm noted and the sleep currents are within specification. The insulin pump passed displacement and self tests. The insulin pump had cracked reservoir tube lip, scratched case and minor scratched lcd window.